Event description:
It was reported on september 21, 2025 that the end of the 5mm flex screwdriver is bent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the tip of the 5mm hex flexible screwdriver shows signs of deforming, additionally has a broken fragment that was not returned for evaluation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the 5mm hex flexible screwdriver would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: part number: 03.037.028-us. Lot number: 606p633. Manufacturing site: hägendorf. Release to warehouse date: 02-mar-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device history review: part number: 03.037.028-us. Lot number: 606p633. Manufacturing site: hägendorf. Release to warehouse date: 02-mar-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.